Event description:
It was reported that patient presented in the hospital after receiving multiple inappropriate shocks. Inappropriate hv therapy was found to have been caused by acceleration of the patients rhythm into the vf zone. Programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.